Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal was analyzed, and the complaint was not confirmed by failure analysis. Customer reported that the instrument moved unpredictably in the thorax, not matching hand controller movements. The issue did not occur with an alternate synchroseal. Testing found the instrument fully functional, passing recognition, engagement, continuity, and seal tests. It moved intuitively with full range of motion, and no physical damage was observed on the wrist cables or main tube. Additional unrelated finding: the jaw cover was torn (0.1750 × 0.1140) with missing fragments, but no thermal damage observed. The jaw cover was dislodged, with the jaw washer positioned beneath its surface. The probable root cause of the customer reported issue cannot be determined as the issue was not replicated or confirmed by the failure analysis. The probable root cause of torn instrument jaw cover and detached fragment is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. .

Event description:
It was reported that during a da vinci-assisted lobectomy surgical procedure, the synchroseal instrument had not moved in the desired direction but has moved independently in other directions. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information revealed that the same event was reported twice per MFR report #2955842-2025-35752.